Event description:
The secca procedure was performed on one (1) pt for the treatment of long standing fecal incontinence. Coumadin (to address and unrelated condition) was discontinued prior to the procedure, and reinstated after the procedure. The procedure used one (1) device, was completed without complication, and the device performed to specification. One week following the procedure, the pt self-admitted to the emergency room, experiencing rectal bleeding. The pt was provided approx. 6 units of blood, and was transferred to the original treating physician. Further examination revealed circumferential ulcerations above the dentate line, which were oversewn. The pt was discharged with bleeding resolved, and no further sequella.